Event description:
It was reported that "the balloon was ruptured at the inflation test before use." There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. No contamination shield or introducer was returned. The balloon was found to be ruptured at the central area of the latex. The latex did not match up at the rupture site. The rupture size was measured 11/50" x 4/25" long . All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.